Manufacturer narrative:
Additional information was added to d9, h3, h6 (add b01) and h10. H10: five (5) actual samples were received for evaluation. Visual inspection did not identify any issues that could have contributed to the reported leak condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported leak condition was not verified for all samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: update to: extended life pd transfer sets were leaking from the clamp. (Remove: sets presented a fracture at the clamp (twist clamp) which generated a leak). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition of leak at the twist clamp was not observed through visual inspection of the photograph. Due to the nature of the sample no functional testing could be performed. The reported condition of leak at the twist clamp was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicap extended life pd transfer sets presented a fracture at the clamp (twist clamp) which generated a leak; further described as "some units presented external leak at the clamp". This occurred during use of the devices for peritoneal dialysis (pd) therapy; further described as noted ¿during connection¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred on unspecified dates in (B)(6) 2021. Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.